Event description:
It was reported that the device had a defib comm error. Concerning: a1: it is unk at this time whether a patient was involved. The reporter could not remember the date or month of the event.

Manufacturer narrative:
The device is an outomatic external defibrillator and the actual device involved was returned for evaluation. Evaluation of the device confirmed the reported malfunction of defib comm. Error. This type of error message is an indication that the device is unable to synchronize data communication within the device in a prescribed timeframe. Investigation determined that the cause of the malfunction was due to an intermittent connection between an ic (integrated circuit) and its socket on a printed circuit card assembly. After repair and routine updates and maintenance, the device subsequently passed all acceptance testing and was returned to the customer.